Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the non-calcified shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 8atm for 1 minute each. However, it was noted that the balloon ruptured during second inflation. The device was removed without any problem using normal method and the procedure was completed with a different device. No patient complications and the patient was good after the procedure.